Event description:
During attempt to place central venous catheter into pt's right groin, resistance was noted as the .018 x 65 cm guidewire was pulled back through the insertion needle. The guidewire sheared and uncoiled partially. Forceps wree used to retrieve the wire from the vessel.